Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Additional information received from the field representative indicates that the patient previously had uti. There were no additional adverse patient effects reported. The ra lead remains in service.